Event description:
A home pt's nurse reported a home pt on peritoneal dialysis had an episode of peritonitis. The nurse was unwilling to provide further details due to the new health insurance portability and accountability act (hipaa).